Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger was resetting and unable to charge a battery pack. Upon eval, the u13 8-bit cmos flash micro-controller was shorted. The cause of the resets and the inability to charger the batteries is the shorted u13 component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the shorted component. The pt was issued a replacement charger/modem.

Event description:
A (B)(6) contacted zoll customer support to report that his charger/modem was resetting. The pt was issued a replacement charger/modem.